Event description:
Information was received from a healthcare professional for a clinical study reported a decrease in efficacy on (B)(6) 2015 as the patient was having significant urgency, frequency, and urge incontinence. The stimulation was felt but was only 50% effective. It was indicated the event was due to programming. The device was reprogrammed on (B)(6) 2015. The event resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.